Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. There was no evidence of a perforation or complete dislodgement because of the steady measurements. A micro-dislodgement is suspected as there is no slack on the rv lead and there was some fibrotic tissue at the tip. The patient is not pacing dependent. As the patient is not in good condition for a revision procedure, due to pneumonia, the lead remains implanted. No adverse patient effects were reported.